Manufacturer narrative:
(B)(4). There were no ECG strips or event summary available from the customer for philips to review. The device passed testing by the hospital biomedical engineer. The device and accessories were also evaluated by a philips field service engineer, and the reported symptom could not be reproduced. After passing all performance verification testing, the device was returned to the customer. We cannot determine the cause of the failure as the symptom was not duplicated.

Event description:
The customer reported that after delivering multiple shocks with internal paddles that there was later a failure to discharge via pads. There was no negative patient impact as the users switched to a different defibrillator to deliver therapy.